Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation, the pulse generator exhibited an error message. No intervention was performed the patient was doing fine.